Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent device explantation approximately 4 years and 10 months post-implantation due to pain, osteolysis and cystic lesions. During the procedure noted synovitis. The head was exchanged and bearing added without complications. Attempts have been made and no further information has been provided.